Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeon was performing a lap appendectomy and when it came to retrieving the gall bladder he placed it into the endo catch bag, pulled it tight at the top and then went to remove it from the umbilical port site. He removed the cannula in order to remove it from here and before he even put tension on the bag it ripped and a piece of plastic came off and the gall bladder got stuck in the port site out of the bag. The surgeon then had to push the gall bladder back through into the patients abdomen and place it in a bert bag to get it out. Surgeon then did a full search to see if there was any plastic left in the patient. There was one piece retrieved from the patient but it was not definite that all was removed and so a wash out was performed. He then tried to piece together the piece of plastic retrieved with what was left from the device but it was hard to tell if all was there as it had shriveled quite a lot. The patient has been discharged but the surgeon feels there may be the chance of a port site infection or that some plastic was retained inside the patient. Sample being returned. The patient was not injured or jeopardized. There was an extension of the surgery by more than 30 minutes. There was blood loss of over 500cc but it did not require a transfusion. There was no unanticipated tissue loss or irreversible damage. Pieces of the device fell into the patient's cavity but were retrieved. Patient discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv)concurrently with engineering conducted an evaluation one endo catch gold 10mm specimen pouch intl opened by the account and 3 photographs. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the photographs and returned device. Upon visual examination, it was noted that the bag was disengaged from the ring and was not received. There was plastic remnant on the metal ring and the string and pull ring were not received. The plunger and metal ring advanced and retracted properly. Photograph three shows an endocatch bag with a disengaged piece next to it. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged endocatch bag. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.